Event description:
It was reported that on (B)(6) 2013, a 3.5x23mm xience v stent was successfully implanted in the left main (lm), a 3.5x12mm xience v stent was successfully implanted in the proximal/ostium circumflex (cx), a 3.0x12mm xience v stent was successfully implanted in the distal cx, and a 3.0x15mm xience v stent was successfully implanted in the mid right coronary artery (rca). The patient was discharged home the following day. On (B)(6) 2013, during a follow-up, the patient had 98% stenosis into the lm and 80% stenosis in the ostium cx and was hospitalized. A CABG was performed, placing a saphenous vein graft to the obtuse marginal (om) coronary artery and a left internal mammary artery (lima) to the left anterior descending (lad) coronary artery. The patient was discharged on (B)(6) 2013. On (B)(6) 2014, the patient was hospitalized for chest pain and shortness of breath. Per diagnostic angiogram, the proximal lad had 80% in-stent stenosis, 100% in-stent stenosis in proximal cx, 50% in-stent stenosis in the lm, less than 20% stenosis in the rca. The shortness of breath resolved that same day. On (B)(6) 2014, the patient was hospitalized for chest pain. An unspecified abbott guide wire was unable to cross the proximal cx, preventing further treatment of the proximal cx. Successful balloon angioplasty was performed in the lm and the lad. During the procedure, the patient experienced chest pain that was treated with medication. No intervention was reported in the rca. The previous bypass grafts, lima to lad, remained patent, and the om bypass graft remained occluded. On (B)(6) 2014, the chest pain resolved without sequela and the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). The 3.5x12mm xience v device referenced is being filed under a separate medwatch MFR number. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of angina, dyspnea and restenosis, as listed in the xience v everolimus eluting coronary stent system electronic instructions for use are known patient effects that may be associated with the use of coronary stents. Based on the reviewed information, no product deficiency was identified.